Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the system button was failed. Upon troubleshooting, the fse found the button on the control module was dirty. To resolve the issue, the fse cleaned and reinstalled the button and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system failed, which can indicate an issue with booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.